Event description:
On 12/15/94, 34-35 week gestational age infant was delivered via spontaneous vaginal delivery at 7:47 pm without complications, with apgars of 9 at 1 minute and 10 at 5 min. Infant was progressing well on oral feedings and peripheral IV of d10w in left hand infusing via imed at 3.3 cc/hr. On 12/17/94 at 5:15 am, infant became dusky. CPR was initiated immediately. Infant was successfully intubated; epinephrine, albumin, and calcium gluconate were administered. At 7:08 am CPR was discontinued and infant was pronounced dead.